Event description:
It was reported that after successful retrieval an ivc filter, one half of a filter foot was determined to be missing. Add'l imaging did not locate the detached filter foot. Reportedly, venography performed prior to filter retrieval also demonstrated that one of the filter arms was pointing in a cephalad direction, but this factor had no reported effect on the retrieval. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. A sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.